Event description:
It was reported the patient¿s impedances were greater than 800 ohms. The patient had not been experiencing any improvement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).